Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the vad pump and controller were returned for evaluation. No device malfunction was reported against the devices; therefore, the purpose of this investigation is solely to evaluate device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing; visual examination revealed a displaced o ring gasket on power port 1. This is an additional observation not related to the reported event. Based on an internal investigation conducted, the most likely root cause of the displaced o ring gasket can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination of the pump revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report did not reveal evidence of thrombus within the pump. Additional products: heartware ventricular assist system ¿ controller 1.0 / serial number: (B)(4)/ model #: 1407ca / return date: 2017-12-07. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) pump and controller were returned and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.